Event description:
It was reported that during an eviva procedure on (B)(6) 2025, "needle tip twisted at notch on tissue sampling. Initial sampling successful with some specimen. Second round sampling produced no tissue sample and when we wound the needle out of the patient breast, we noticed the needle tip had twisted." It is reported that the procedure was successfully completed with another device. No patient/user injury was reported, and no further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.